Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 30.3 mmol/l. It was reported that the customer was off the insulin pump for less than 48 hours prior to high blood glucose. It was also reported that the insulin pump could not bring the blood glucose down. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump gets low battery faster than normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error noted during testing or in the insulin pump trace download. Device received with cracked retainer, minor scratched display window and scratched case.